Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) given for this device. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to draw volume testing, as all tubes drew within specifications, and no issues were observed with the tube pushing off the acquisition device. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for low draw volume or the tube pushing off the acquisition device with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® barricor¿ lh plasma blood collection tubes were underfilled and difficult to insert. No report of injury or medical intervention. No report of blood exposure to mucous membrane.